Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the units pressure keeps bouncing back and forth. There was no patient involvement associated with this reported event.